Manufacturer narrative:
The technician investigated and found if the stow-n-go foot section is stowed properly under the bed or raised into the full locked position, the stow-n-go foot section stays in these positions. The housekeeper had the stow-n-go foot section half way between stowed and raised when the incident occurred.

Event description:
The account alleged on monday (B)(6) an evs employee was cleaning one of our affinity four birthing beds, and had his hand broken when the stow and go foot section fell. The account did not have all the details of the exact position of the stow and go when it fell, but other employees that have cleaned these beds have stated this section has also dropped on them. The account would like in-service if needed.